Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer spoke with the customer at the inpatient pharmacy, explained the details of the ticket, and informed that a ticket had been created for login issues reported by users. Customer indicated that the issue appeared to have resolved on its own. While on the call, customer tested the machine and successfully logged in without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station asked two users to sign in before accessing the station. The customer reported issue was deemed as reportable event. However, there were no delay or adverse events or injuries reported based on this event.